Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) found no issues and passed the final functional test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) reported they had difficulty charging their implanted neurostimulator (ins) and experience longer ins charge times since implant date, but the pt later confirmed since they received their replacement recharger antenna (rtm), but they were unsure of the exact date of event. Pt noted they they were aggravated trying to recharge their ins because the charge session would stop, and they would see the "no device found" or "reposition recharge" messages during the ins charging sessions. Pt also noted that their controller changed into a foreign language and would enter MRI mode randomly. Pt spoke to their a manufacturer representative (rep) via phone they think "wednesday" about the issues and they helped the pt change the language of their controller to english and re-directed the pt to patient services (ps) if they continued to having charging issues. Pt noted they were charging their ins with "excellent" recharge quality for 0.5 hours, but their ins battery wouldn't increase. Pt said they charged their ins battery from 30% to 50% in 2 hours. Pt tried to remove/re-insert their battery pack into the controller, but that didn't resolve the issue. Pt noted they had a replacement rtm in the past. Pt unlocked their controller and noted their controller battery was at 50% and their ins battery was at 70%. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected and their rtm was not hot to the touch when charging the ins, but was "pretty warm." Pt initiated a charge session to their ins and was able to charge with excellent recharge quality.